Event description:
It was reported that the patient had lesions in the origins of the obtuse marginal 2 (om2) and the obtuse marginal 3 (om3). On an unspecified date, using kissing technique, a 2.0 x 15 mm voyager rx balloon was used to pre-dilate both lesions. A 2.5 x 18 mm mini vision was deployed in the om3, and a 2.5 x 15 mm mini vision was deployed in the om2. Both stents were post-dilated with a 2.5 x 12 mm non-abbott balloon. The patient was discharged on aspirin, coumadin and plavix. On (B)(6) 2011, the patient was emergently brought back to the hospital with an st elevation myocardial infarction (stemi). The patient had been taking coumadin, but apparently had never filled the plavix prescription. The origins of both the om2 and the om3 were noted to be totally occluded. A 2.5 x 15 mm non-abbott balloon and a 2.75 x 12 mm non-abbott balloon were used to dilate the om2, the larger of the two branches. It was felt that intervening on the om3 would compromise flow into the om2. The final films revealed timi iii flow in the larger of the 2 branches, the om2 and timi I flow of the om3. The patient was counseled and provisions were made for the patient to receive plavix upon discharge. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Myocardial infarction and occlusions are known adverse events as listed in the mini vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The mini vision 2.5 x 15 mm in is being filed under a separate medwatch report.